Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. It was reported the patient presented to the hospital but was not admitted for the event. The patient was treated with unknown antibiotics. At the time of this report the patient was not recovered from this peritonitis event. Action taken dianeal and extraneal therapies was not reported. Additional information was unable to be obtained.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.